Manufacturer narrative:
(B)(4). Product returned and evaluated, with no defect found. Most likely underlying root cause: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that she feels dizzy but declines the need of medical attention. The customer's expected blood results are 105-111mg/dl fasting. Verified the strips expired 6/29/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2015. Customer performed a back to back blood test and obtained 26mg/dl and 22mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concern with the results taken on (B)(6) 2015 at 1;04pm 33mg/dl and (B)(6) 2015 at 9:05pm 35mg/dl. Customer states that she has not been using the meter for a while and started to use the meter about a month ago . Customer states that the meter is giving results in the 55/45/33 mg/dl. Check memory but customer is unable to see clearly all the times and dates clearly.